Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant reported that vent did not output flow during the o2 flow verification test, he reported that he was unable to feel any flow coming out of the device. Complainant informed that he performed an o2 gas path test but there appeared to be no o2 connected during the test. There was no patient involvement related to the reported malfunction.

Manufacturer narrative:
The device was not returned for evaluation; however, the device logs were provided for review. Technical support observed that while the customer performed the o2 gas path test, it appeared no o2 was connected. Technical support asked the customer to repeat this test. All pm calibrations were confirmed to have passed. No abnormalities were found in the o2 gas path test after the o2 was connected. The device was determined to be working as intended after customer connected o2.